Event description:
It was reported bd bactec¿ plus aerobic/f culture vials (plastic) false positives have occurred for c.tropicalis on blood cultures. The following information was provided by the initial reporter: biofire molecular false positive for c. Tropicalis on blood culture ID panels when using item 442023 - bd aerobic blood culture bottles, lot 2284968 & 2305651.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2284968; medical device expiration date: 31-jul-2023; device manufacture date: 11-oct-2022. Medical device lot#: 2305651; medical device expiration date: 31-aug-2023; device manufacture date: 01-nov-2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd bactec¿ plus aerobic/f culture vials (plastic) false positives have occurred for c.tropicalis on blood cultures. The following information was provided by the initial reporter: biofire molecular false positive for c. Tropicalis on blood culture ID panels when using item 442023 - bd aerobic blood culture bottles, lot 2284968 & 2305651.

Manufacturer narrative:
H.6 investigation summary: catalog: 442023. Batch no.: 2284968 & 2305651. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.